Event description:
It was reported that the patient presented in clinic for initial implant procedure. During fixation of the right ventricular (rv) leadless pacemaker (lp) in the procedure, the rvlp dislodged and exhibited a stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.